Event description:
Pt sustained acute inferior wall mi. Physician inserted catheter in right femoral. Balloon on catheter failed to infalte. All connections found intact. Catheter not removed and reinserted due to anticoagulated state of pt. (Tpa) follow up review of incident inicates malfunction did not adversely effect pt outcome.